Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised to address pain, excess fluid and metal debris.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address pain, excess fluid and metal debris. Update litigation alleged the asr hip was explanted due to pain, permanent physical injuries, disfigurement and exposure to excessive levels of chromium and cobalt.